Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. It was found that the play of the upward/downward knob and the right/left knob were out of standard value due to wear of the angle wire. In addition to the foreign material found in the air/water tube and air/water cylinder, other evaluation findings are as follows: the suction cylinder had no color; the image guide protector, the plastic distal end cover and the adhesive on the bending section cover were scratched; and the connecting tube had a cut. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had an angulation problem. There was no report of patient harm. The device was returned, evaluated, and foreign material was found in the air/water tube and air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
H10: it is unknown, if deviation from instructions for use via reprocessing occurred. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 1 year, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable, by handling the device in accordance with the following section of the instructions for use: inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.